Event description:
A discordant, falsely depressed sodium result was obtained on a patient sample. The result was reported to the physician who questioned the result. The same sample was run on the alternate dimension instrument and a higher result was obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause for the falsely depressed sodium result was an occlusion in the imt sensor. The siemens healthcare diagnostics technical service center representative directed the customer to maintenance procedures including replacement of the imt sensor prior to the arrival of the dispatched field service engineer. The instrument is now performing within specifications. No further evaluation of the device is required